Event description:
The customer alleged they received questionable carbohydrate antigen 19- 9 (ca 19-9) and carcinoembryonic antigen (cea) results for one patient on their e602 analyzer. The patient's sample was processed through the customer's modular pre analytics device. The customer stated the patient's other test results matched the repeats results ok. The patient's initial cea result was <0.200 ng/ml. The patient's initial ca 19-9 result was 31 u/ml. The initial results were reported outside the laboratory. The physician questioned the results. The patient had a new sample drawn on (B)(6) 2013 and the cea and ca 19-9 results were much higher. On (B)(6) 2013, the initial sample was front-loaded onto the same e602 and repeated. The repeat cea result was 14.4 ng/ml. The repeat ca 19-9 result was >10000 u/ml. The sample was diluted 1:10, and the result was 16430 u/ml. The repeat results matched the results from the second sample draw and were considered correct. There were no adverse events. The cea reagent lot number was 16845103 and the expiration date was 09/30/2013. The ca 19-9 reagent lot number was 17078504 and the expiration date was 06/30/2014. The field service representative could not determine the cause of this event. He performed an analyzer precision check that passed. He adjusted the high voltage for the photomultiplier tube. He performed a calibration data reset, a blank cell, and calibrated. He found that the top cover of the sample probe was not completely seated, but it did not cause any errors during the mechanical and precision checks. The customer performed calibration and quality control and all passed. The instrument was operating within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
On further follow up, the customer indicated that the instrument was front loaded and not processed by the mpa, as previously reported. The customer also indicated that there was a data flag that accompanied the results. The customer stated they have been running samples in duplicate for the past three weeks and have not duplicated the issue.